Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device provided an error message of "error in usb connection." A request for additional information regarding the incident and potential patient involvement has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device provided an error message of "error in usb connection." New information received via good faith effort response indicated "upon connecting probe for ultrasound examination, (fast examination without instructions, general examination) is selected. Teh error reads "ultrasound has been stopped due to an error in usb communication. Please unplug all usb devices then reconnect the probe. Restart the tempus if the problem persists." No other error messages were displayed. The device was not docked within a smart mount at the time of the event. No patient was being assessed, therefore no patient or user was injured or harmed.

Manufacturer narrative:
New information received indicated no patient involvement at the time of the event. Event description updated, patient information updated.